Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including infection, hernia recurrence, abscess, and pain. The instructions-for-use supplied with the device lists hernia recurrence and infection as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. In regards to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2018, the patient underwent surgery for repair of an incisional hernia. A bard/davol ventralex st was implanted to repair the hernia defect. It is also alleged that on or about (B)(6) 2021, the patient underwent an additional operation to remove the infected ventralex st mesh. The drainage of abscess, repair of small bowel and repair of an incisional hernia was also performed. A non-bard/davol mesh was implanted to repair the hernia defect. It is alleged that as a result of having the mesh implanted, the patient has experienced significant physical, psychological and emotional pain and suffering, undergone surgeries and hospitalizations and has sustained permanent and debilitating injuries. It is alleged that the patient has suffered and continues to suffer from chronic abdominal pain. It is alleged that the patient has undergone and will likely require in the further other forms of care and medical treatments. It is also alleged the device was defective.